Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a break in the fiber body near the connector. Burn marks were observed on the fiber body near the break. The fiber connector did not exhibit any damage or burn marks. It is probable that the fiber break occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in vulnerable positions, kinked, or tightly coiled. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber break.

Event description:
It was reported that the during a procedure in the ureter and kidney to treat ureteral stones, the fiber's laser beam was not irradiating the stones. Additionally, there was no aiming beam when the device was set to ready and fired. It was noted that the fiber was not submerged in tissue during the procedure. No messages were displayed on the console screen. The fiber was replaced, and the procedure was completed. There were no patient complications. The fiber was returned, and analysis identified a break in the fiber body near the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a break in the fiber body near the connector. Burn marks were observed on the fiber body near the break. The fiber connector did not exhibit any damage or burn marks. It is probable that the fiber break occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in vulnerable positions, kinked, or tightly coiled. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber break.

Event description:
It was reported that the during a procedure in the ureter and kidney to treat ureteral stones, the fiber's laser beam was not irradiating the stones. Additionally, there was no aiming beam when the device was set to ready and fired. It was noted that the fiber was not submerged in tissue during the procedure. No messages were displayed on the console screen. The fiber was replaced, and the procedure was completed. There were no patient complications. The fiber was returned, and analysis identified a break in the fiber body near the connector.